Event description:
Account filed a medwatch alleging that the siderails were hitting the staff on the top of their feet.

Manufacturer narrative:
The hill-rom field investigation indicated that a cna unlatched the siderail and the siderail came down on the top of her foot. The cna fractured her 4th left metatarsal. The hill-rom technician found that the account did not install the hbsw kits correctly. The maintenance staff did not install the siderail stops. The account was shown how to install the hbsw kits. The account did not know the specific bed involved in the event.